Event description:
It was reported that the customer experienced a low blood glucose level of 52 mg/dl. Cause was not known. The customer consumed carbohydrates to address the blood glucose. No additional information was received regarding the outcome of the event beyond the self-treatment.